Event description:
Catheter (ultra ice) was flushed w/sterile water and was plugged into the sled then inserted in the body of the patient. Catheter was turned on but no picture was reading up on the screen. The catheter was turned off, then removed from the body. The system was then rebooted. Catheter was re flushed and inserted, but still no image on the screen. A second device was not used.